Event description:
The patient was revised reportedly due to infection, poly was swapped. Doi: 7/28/2005 dor: 8/24/2005. Further follow-up discovered pt has type 2 diabetes and has had several surgical/medical intervention due to infection. Doi: 6/1/2004 dor: 7/28/2005 the poly insert was swapped and doi: 8/24/2005 dor: 8/31/2005 where all components were removed and antibiotic spacers were inserted.